Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the rf (radio frequency) head failed functional test; rf head cable found out of electrical specification. Analysis also found the rf head label was delaminated. Product ID: 229047 analyzer. (B)(4).